Manufacturer narrative:
Section b3: the event date has been estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The system controller (serial number unknown) was not returned for analysis, and log files from the exchanged controller were not provided. Information provided indicated that the patient had a system controller exchange at another center. Multiple good faith effort (gfe) attempts were sent to inquire about the serial number of the controller, the date and reason for the exchange, and which center the controller exchange was performed at; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The device history records for the heartmate 3 system controller could not be reviewed due to the serial number not being provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook (rev. A) section 2 entitled ¿how your heart pump works¿ explain the operation of a system controller exchange. This section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient recently had a system controller exchange at another center.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.